Event description:
It was reported that insulin gauge displayed an amount different than expected and fill estimate on pump remained static at 105 units despite insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received explanation that issue could occur when pressure measurements used to calculate remaining insulin varied widely, and was informed that fill estimate would begin counting down once actual insulin amount matched static value; customer understood and acknowledged this information.